Manufacturer narrative:
Event clarification received from the sales rep on 5/14/19: it was reported that the coil stopped advancing in the catheter while the coil was being repositioned (retracted, advanced) into a tight coil mass at the treatment site. The catheter was removed and the coil was noted to have unraveled somehow in the catheter, which prevented the coil from being pushed out any further. There was no coil detachment, as indicated in the initial medwatch (MFR report # (B)(4), and this event is not considered by the manufacturer to be reportable per 21 cfr 803. B4: corrected data. G4: corrected data (no date. Not MDR reportable). H6: corrected data (device code).

Manufacturer narrative:
The lot number was provided. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. A lot history trending review was performed and there were no similar complaints for this lot number. The device was not returned to the manufacturer; therefore, a product analysis could not be performed. The root cause is unknown. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that the implant coil detached within the catheter during advancement. There was no reported patient injury.